Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. Over the previous six months the battery voltage and longevity have shown variance. The ICD remains in use. No patient complications have been reported as a result of this event.